Manufacturer narrative:
Upon analysis, a partial distal portion of the lead was returned in one piece with a guidewire inserted and was unable to be removed. Visual inspection revealed coating from the guidewire in the inner coil of the lead. The coating of the guidewire clogging the inner coil likely caused the complaint reported from the field. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a lead implantation procedure, the stylet could not be removed from the lead. A different lead was used to complete the procedure. The patient was stable.